Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device is suspected to have experienced premature battery depletion. The device is at elective replacement indicator (eri) status. It is currently programmed to ddd at 60 ppm, 3.5 volts at 0.5 ms in right atrium (ra) and 2.6 volts at 0.5 ms in right ventricle (rv). The device paces 31% in the ra and 16% in the rv. Lead impedance measurements are approximately 500 ohms. It is unknown if the device was previously programmed to higher outputs. A boston scientific technical services (ts) consultant performed a longevity calculation that showed this device's expected longevity to be 3.5 to 4 years, and this device declared eri prior to that timeframe. No adverse patient effects were reported.